Event description:
Marvel mesh installed in 1998 caused multiple hernias to recur, resulting in 5 hernias. Suffered from hernia pain and protrusion for approx 3 years prior to (B)(6). Mesh was removed and replaced with biological mesh and component replacement technique.